Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the area covered with red tape near the sample port connector of the intra-abdominal pressure device. It was used usual.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used intra abdominal pressure system. Visual inspection of the sample noted red tape wrapped around the tubing connected to the sample port. The red tape was removed, and 30 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) was aspirated into the system. There were no leaks observed. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review and risk review is not required. H11:section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the area covered with red tape near the sample port connector of the intra-abdominal pressure device. It was used as usual.